Event description:
Event description: ecn event description: we introduced the farawave having done the configuration checks of flower and basket prior the introduction of the catheter. We cannulated the rspv and when we were opening to basket there was a spline inverting. We tried to fixed it introducing the catheter into the faradrive and rotating. For solving it we load and unload the guide wire several times. In a moment we were unable to take the guide wire out of the faradrive. We tried to change the position and entered in the vein with the farawave, but still the guide wire was trapped inside the catheter. We took out the farawave and tried to do it outside and still we could not. We took the guide wire out and the was not tissue or damage in the guide wire. We changed the catheter and the procedure was finished with a new farawave. The problem was that after finishing in the eco they show that the patient was tamponated. They performed periocardiocentesis and the patient is stable now. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: we introduced the farawave having done the configuration checks of flower and basket prior the introduction of the catheter. We cannulated the rspv and when we were opening to basket there was a spline invertion. We tried to fixed it introducing the catheter into the faradrive and rotating. For solving it we load and unload the guide wire several times. In a moment we were unable to take the guide wire out of the faradrive. We tried to change the position and entered in the vein with the farawave, but still the guide wire was trapped inside the catheter. We took out the farawave and tried to do it outside and still we could not. We took the guide wire out and the was not tissue or damage in the guide wire. We changed the catheter and the procedure was finished with a new farawave. The problem was that after finishing in the eco they show that the patient was tamponated. They performed periocardiocentesis and the patient is stable now. What is the next course of action?: return the damaged device patient present at time of event?: yes patient complications: perforation in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: the guide wire was not able to get out of the farapulse catheter after 5 minutes inside the ai and after having canulated severas veins. We had a cobra in the rspv and we got the farawave inside the faradrive to rotate and try to fix the cobra. After doing medical or surgical interventions: periocardiocentesis patient admitted to hospital beyond the standard of care: yes patient discharged from hospital?: no patient outcome: fully recovered device acquired from a distributor?: no event date: 2025-4-1 device/procedure outcome: procedure completed, device - no information available patient outcome: no value found as reported device codes: no value found as reported patient codes: no value found

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product.

Event description:
Event description: ecn event description: we introduced the farawave having done the configuration checks of flower and basket prior the introduction of the catheter. We cannulated the rspv and when we were opening to basket there was a spline inverting. We tried to fixed it introducing the catheter into the faradrive and rotating. For solving it we load and unload the guide wire several times. In a moment we were unable to take the guide wire out of the faradrive. We tried to change the position and entered in the vein with the farawave, but still the guide wire was trapped inside the catheter. We took out the farawave and tried to do it outside and still we could not. We took the guide wire out and the was not tissue or damage in the guide wire. We changed the catheter and the procedure was finished with a new farawave. The problem was that after finishing in the eco they show that the patient was tamponated. They performed periocardiocentesis and the patient is stable now. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: we introduced the farawave having done the configuration checks of flower and basket prior the introduction of the catheter. We cannulated the rspv and when we were opening to basket there was a spline invertion. We tried to fixed it introducing the catheter into the faradrive and rotating. For solving it we load and unload the guide wire several times. In a moment we were unable to take the guide wire out of the faradrive. We tried to change the position and entered in the vein with the farawave, but still the guide wire was trapped inside the catheter. We took out the farawave and tried to do it outside and still we could not. We took the guide wire out and the was not tissue or damage in the guide wire. We changed the catheter and the procedure was finished with a new farawave. The problem was that after finishing in the eco they show that the patient was tamponated. They performed periocardiocentesis and the patient is stable now. What is the next course of action?: return the damaged devicepatient present at time of event?: yes patient complications: perforation in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: the guide wire was not able to get out of the farapulse catheter after 5 minutes inside the ai and after having canulated severas veins. We had a cobra in the rspv and we got the farawave inside the faradrive to rotate and try to fix the cobra. After doing medical or surgical interventions: periocardiocentesis patient admitted to hospital beyond the standard of care: yes patient discharged from hospital?: no patient outcome: fully recovered device acquired from a distributor?: noevent date: 2025-4-1device/procedure outcome: procedure completed, device - no information availablepatient outcome: no value foundas reported device codes: no value foundas reported patient codes: no value found